Event description:
On 12/18/2015, pentax medical received additional information regarding this event including the hospitalizations identified below: hospitalization at (B)(6) between (B)(6) 2013. During this admission, the patient's blood cultures revealed escherichia coli, klebsiella pneumoniae (carbapenenemase producing organism) and klebsiella pneumoniae carbapenemase (kpc), negative for metallo beta lactamase (ndm). The patient was treated with antibiotics tigecycline and gentamicin. Hospitalization at (B)(6) between (B)(6) 2013. During this admission, the patient had blood and urine culture results positive for escherichia coli. The patient was treated with cefepime and bactrim. Hospitalization at (B)(6) between (B)(6) 2014. During this admission the patient had a blood culture positive for escherichia coli. On 12/18/2015, pentax medical received additional information regarding this event including cause of death. Cause of death identified on the death certificate: gall bladder carcinoma and sepsis. (B)(4).

Event description:
On (B)(6) 2015, pentax medical was served with a complaint (summons) for a wrongful death case regarding a pt treated at (B)(6) hospital. The duodenoscope (not specified) used on the pt had been contaminated with carbapenem-resistant enterobacteriaceae (cre). After the procedure performed on (B)(6) 2013, the pt developed a cre infection and subsequently died on (B)(6) 2014.

Event description:
On 09/03/2015, pentax medical received additional information regarding this event which confirmed the video duodenoscope model/serial used during the procedure performed on (B)(6) 2013 to be ed-3490tk/(B)(4). In addition, patient information (patient identifier and date of birth) were also confirmed. (B)(4). Information related to video duodenoscope (model EU-3490tk/serial (B)(4)), including evaluations performed and evaluation codes, were previously reported in MDR # 2518897-2013-00004. The video duodenoscope is currently at pentax medical under quarantine. The patient referenced in this MDR is also the same patient referenced in MDR 9610887-2015-00005. MDR 9610877-2015-00005 is being submitted to reflect new information obtained on 09/03/2015 that indicates a separate ercp procedure was performed on this patient on (B)(6) 2013 with video duodenoscope model ed-3490tk/ serial (B)(4).